Event description:
Employee applied tb mask properly outside the pt's room and checked for correct fit. After the employee was in pt's room for several mins - mask straps broke and snapped off. Mask fell to floor. The employee immediately left the room.